Event description:
Complaint record is being cancelled as it is a duplicate of 554930.

Manufacturer narrative:
Complaint record is being cancelled as it is a duplicate of 554930. Updated sections: g3, g6, h2, h10, h11. Corrected sections to blank: entire a section patient information, b1, b3, b5, b6, b7, entire d section suspect medical device. Entire e section initial reporter. G4, h3, entire h6 section, and h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and would not restart. The end user used the "iab fill" key and rebooting the pump was unsuccessful. After several minutes, the iab fill key was successful in filling and therapy continued. There was no evidence of condensation in the catheter, and the patient had not been moved. The end user indicated that the pump would be taken to the biomedical engineer once therapy was completed. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.